Event description:
It was reported that the patient presented emergently to the hospital emergency room and was symptomatic with back pain. The hospital performed a computed tomography (CT) scan which indicated the patient had an 8 cm aneurysm and impending rupture. The physician implanted a bifurcated device, a suprarenal aortic extension, and an infrarenal aortic extension. The patient had a severely angled neck and the physician did not like how the suprarenal aortic extension and the infrarenal aortic extension looked. There was an unknown type 1 endoleak at the end of the procedure. The physician corrected this by putting in a competitor (palmaz) stent. The patient was reported to be doing ok post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Manufacturer narrative:
Based upon the clinical evaluation, the reported unclassified type endoleak appears to have been type ia endoleak and a type iiia endoleak, both of which were confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. Based upon the investigation, a root cause of the event was not definitely identified but the following were possible contributing factors: the juxtarenal aneurysm; the aortic neck less than 15 mm; the 80° angle of the aortic neck; the state of an impending rupture; and a history of congestive heart failure, which might have contributed to the formation of the thick mural thrombus within the main body of the stent. No device assessment could be made because the device remain in the patient.